Event description:
It was reported to medtronic minimed that the customer reported discrepancy between sensor glucose value and blood glucose value, sensor updating alert, loss of communication between pump and transmitter and experienced hypoglycemia. Customer reported sensor glucose value was 400 mg/dl and blood glucose value was 32 mg/dl. The customer reported that the value difference was not within target range. The hypoglycemia was treated with grape juice. The event involved product mmt-431ag, mmt-342, mmt-7841zn, mmt-7040ma, mmt-1884l. Troubleshooting was performed. The communication issue was resolved. Customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the incident. No further patient complications were reported. No product return was required for mmt-431ag, mmt-342, mmt-7841zn, mmt-7040ma, mmt-1884l. Frn-mmt-342-rsvr, unomed inf set, pqf-mmt-7841zn-xmtr.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the lost sensor alarm issue. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Sensor carelink additional investigation was performed for the sensor updating/sg not available issue. Sensor performing as expected. It is unlikely that the sensor contributed to the event. Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Sensor performance observation due to increased inaccuracy on first day of wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.